Manufacturer narrative:
The device subject of the reported event has not been returned to steris endoscopy for evaluation. Statements from the instructions for use packet include, "the following conditions may not allow the lariat® snare device to function properly: (1) advancing the handle to the open position with too much speed or force, (2) attempting to pass or open the device in an extremely articulated endoscope, (3) attempting to actuate the device in an extremely coiled position and/or (4) actuating the device when the handle is at an acute angle in relation to the sheath. If there is lack of visible cautery effect, consider the following: (1) check the active cord for secure connection to the snare handle and the electrosurgical generator. (2) ensure that the dispersive electrode is properly applied to the patient and securely attached to the electrosurgical generator. (3) consult the electrosurgical generator manufacturer's instructions for use for proper settings and use of the generator. (4) caution: in order to ensure that the insulating properties of the monopolar diathermic snares are not compromised, do not exceed the maximum rated peak voltage of 2500 for cut mode and 2500 for coagulation mode." A steris quality systems specialist offered in-service training on the proper use of the lariat snare; however, steris is awaiting a response. No additional issues have been reported.

Event description:
The user facility reported via medwatch mw5111242 that their lariat snare became entrapped in the polyp during procedural use. It was reported that an additional snare was used to free the snare and the procedure was rescheduled for completion at a later date. No report of injury.

Manufacturer narrative:
During the week of (B)(6) 2022, a steris endoscopy product specialist conducted in-servicing training on the proper use of the lariat snare. The user facility has since discontinued use of the lariat snare. No additional issues have been reported.